Event description:
The customer stated that he lost consciousness and was hospitalized due to hypoglycemia. The reported blood glucose reading was 27 mg/dl. The customer stated that the cause of the event was that he had not eaten. The customer stated that he may have fallen on the insulin pump when he lost consciousness. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.